Manufacturer narrative:
Product event summary: it was confirmed that the stylus and cursor do not align on the display screen. It was also confirmed that the power cord bay was broken.

Event description:
It was reported that the programmer's stylus pen would not completely calibrate. Multiple pens had been attempted, as well as multiple calibration attempts. Additionally, the power cord door on the programmer was broken. The programmer has been returned for service. There was no patient involvement.